Event description:
Patient complained of shoulder pain approximately seven months after surgery. An x-ray was taken and it is alleged that the tip of shaver blade was found to be embedded in the shoulder. No other information was provided by customer.